Event description:
The initial reporter received questionable ise indirect na for gen.2 results from six patient samples tested on the cobas 8000 cobas ise module (double). On (B)(6) 2024: sample 1 the initial na result was 117 mmol/l. This result was reported. The repeat result was 140 mmol/l. Sample 2 the initial na result was 174 mmol/l. The repeat result was 134 mmol/l. The field service engineer (fse) inspected the module and determined that the module's ion-selective electrode (ise) unit 1 passed the calibrations and the qc was consistent. He checked all the valves and performed decontamination. The customer confirmed that the ise unit was performing within specifications. The issue was not resolved and on (B)(6) 2024, new discrepant results were reported: sample 3 the initial na result was 119 mmol/l. The repeat result was 143 mmol/l. Sample 4 the initial na result was 118 mmol/l. The repeat result was 138 mmol/l. Sample 5 the initial na result was 118 mmol/l. The repeat result was 139 mmol/l. Sample 6 the initial na result was 112 mmol/l. The repeat result was 134 mmol/l.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected the module and noted that ion-selective electrode (ise) 1's calibrations and qcs were consistent. He checked all the valves and decontaminated the module. The fse and the customer confirmed that the ise unit was performing according to specifications. After service, no further issues were reported by the customer. The cause of the event could not be determined.